Event description:
It was reported that the cardiomems implant procedure was aborted due to inability to navigate the delivery catheter to the chosen vessel. There were no adverse consequences reported.